Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the received instrument was analysed, it¿s broken as complained. The device history record was researched; no abnormal findings were identified. Manufacturing (manufactured in december 2009) and inspection records indicated no problems with the lot in question. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances, but to normal wear and tear have led to the breakage. The instrument is now more then 5 years old. Please note the instrument 356.823 is no longer available. The instrument has been redesigned and has the article number (B)(4). The new instrument is already available. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that, after placing the proximal femoral nail antirotation (pfna) blade, the surgeon locked the blade by rotating the inserter in question clockwise as instructed in the guide. Then, when the surgeon tried to pull the inserter out, it broke just between the "attach lock" mark and the grip part. When the grip was removed, the remaining inserter was left in the sleeve. Fortunately, the inserter was taken out easily from the sleeve since the blade had already been locked. No surgical delay was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Additional product codes for this report include hwc. Device broke intraoperatively and was not implanted/explanted. Device was returned for manufacturer review/investigation on (B)(4) 2015. Device is not distributed in the united states, but is similar to a device marketed in the USA. The investigation could not be completed; no conclusion could be drawn as the product is entering the complaint system. Device history review: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.